Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter three hours after a trach change, the ventilator alarmed a disconnection. The pt was found with the trach inadvertently extubated. Pt independently remained well oxygenated during event; no signs of distress. Replacement was required. No incident related medical sequelae was reported.